Manufacturer narrative:
Foot-end potentiometer. Foot-end lift gear case - screws.

Event description:
It was reported by service report that the unit was stuck in trend. There was patient involvement, however, no adverse consequences are reported.